Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the needle mechanism were observed. The pod was reset in the undeployed state and successfully deployed with no issues using the lock and load fixture. The cause of the reported needle mechanism failure could not be determined. An 0x22 hazard alarm was observed in the pod data, indicating main is in critical hazard alarm. No damages or defects were observed that could have contributed to the 0x22 alarm. The cause of the 0x22 alarm could not be determined.